Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer¿s blood glucose was 268mg/dl at the time of the incident. The customer declined to troubleshoot for the high reading. The customer stated that the size of the air bubbles were large and champagne size located in the reservoir and the infusion set. The customer was advised to disconnect and check for leaks and they stated that there was no leaks. The customer decided not to continue with troubleshooting and changed the set. There was no indication that the air bubble anomaly was resolved prior to set change. The reservoir and infusion set will be returned for analysis.